Event description:
It was reported that the asymptomatic patient presented in clinic for an unrelated procedure. Upon interrogation, it was observed the patient's atrial lead was over-sensing noise. The lead was capped and replaced on (B)(6) 2021 without issue. During the procedure insulation damage was noted on the lead. The patient was stable throughout.